Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Per the home pt, pt connected their transfer set to the "wrong line" of the homechoice set, and attempted to perform therapy. The home pt could not recall which line pt had connected themselves to. Baxter's technical service center assisted the home pt's spouse in ending therapy early. The home pt completed their therapy by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.